Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "smaller and softer".

Event description:
Patient reported "ruptured" and "smaller and softer" against left device. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe since it is not related to the device. Rupture: not observed rupture on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported "ruptured" and "smaller and softer" against left device. Device has been explanted and replaced.